Event description:
The following has been reported: "agilia vpmc infusion pump alarmed wile infusion noradrenalin ICU staff were unable to restart the pump. Patient was receiving noradrenaline and adrenaline at maximum rate of 1 mcg/kg/min agilia vp mc stopped infusion due to an occlusion error and alarm. Unable to restart the pump. Patient was "actively dying" before infusion pump failure (per facility). Agilia vpmc was removed from use in ICU and sent to fk technical service team for investigation." Additional info from customer: ICU recounts: patient was prescribed high doses of noradrenaline and is extremely unstable. The patient was actively dying however, the pump may have contributed to the patient's premature demise. The family meeting was occurring at bedside when the event occurred. The patient had cardiac arrest 2x from admission. Decision was being discussed regarding not to do CPR when the incident occurred. Estimated time that the infusion pump stopped may have been in seconds (2-5 sec). Device history record was reviewed and nothing was found related to the reported event. Device log analysis confirms the reported event regarding the triggering of multiple occlusion alarms but they were essentially due to usability as described in the investigation report. The reported device was not returned to brézins as investigation was performed locally. Visual inspection detected a minor damage on the door of the device, but this should have no impact on the correct use of the device itself. This was confirmed by compliant results to the technical and functional quality control tests carried out by our local team. As log analysis described, the occlusions alarm was followed by multiple interventions by the user on the device and this in a very short period of time, likely in an attempt to address the alarm as quickly as possible. Tubing set was re-installed several times during that time and this may have led to the inability of correctly restarting the device as fast as needed. Although the log history has highlighted the reported event, the device itself was behaving as expected by design, particularly in relation to its safety functions (such as air detection, ocs, etc.). Therefore there was no technical or functional issue that could be identified for this device which worked as intended. This complaint is considered as not valid. For this issue as per our local procedure, we initiated no action.